Event description:
It was reported that shaft break occurred. The 2.50mm x 15mm emerge balloon catheter was selected to dilate the target lesion. The device was loaded into the wire and advanced to the tuohy. While advancing, the shaft of the balloon broke about 40 cm from the hub and at a portion behind the wire exit port of the monorail system. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of an emerge balloon catheter with an emerge shelf box and inner packaging pouch. The batch number on the packaging and device matched the reported batch. There was blood on the balloon. The balloon was tightly folded. The distal tip was damaged. There were multiple hypotube kinks. The hypotube was completely separated 85cm from the hub. The hypotube fracture surfaces were ovaled, which suggests the device was kinked prior to separation. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that shaft break occurred. The 2.50mm x 15mm emerge¿ balloon catheter was selected to dilate the target lesion. The device was loaded into the wire and advanced to the tuohy. While advancing, the shaft of the balloon broke about 40 cm from the hub and at a portion behind the wire exit port of the monorail system. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine.